Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-16-c, serial/lot #: (B)(6), ubd: 14-apr-2021, UDI#: (B)(4). Continuation of d10: product ID ls-envpro-16-c; product lot/serial number (B)(6); product type: compression loading system; implant date n/a; explant date n/a product ID envpro-16-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that there was trace paravalvular leak (pvl) following the implant of the second valve. No treatment was reported. Additional information received indicated that approximately 5 years and 5 months following the implant of the valve the patient presented to the hospital with acute lower abdominal pain and emesis. A computed tomography angiogram (cta) showed a type a thoracic abdominal aortic dissection with a migrated transcatheter aortic valve in the aortic arch. A calcium channel blocker was started intravenously and an arterial line placed. The patient was transferred to another hospital via helicopter. The following day emergent open-heart surgery was performed with repair of the ascending aortic dissection via hemiarch repair. Of note, the surgical procedure was reported as very difficult and tenuous. Significant blood loss occurred, and transfusion was required. The patient was transferred to the intensive care unit (ICU). Intubation and prolonged hospitalization were required. The patient was discharged 10 days following admission to inpatient rehabilitation. The physician indicated the event was not related to the medtronic products or the valve implant procedure.

Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged aortic. Upon r emoval of the non-coronary cusp pigtail catheter, the physician inadvertently deployed the valve as opposed to recapturing the valve. The valve was snared to the proximal descending aorta and a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.